Event description:
It was reported that after the software upgrade the battery voltage was 2.93v. Two weeks later, the patient was seen again, but the device was at elective replacement (eri) with a battery voltage of 2.81v. A transmission was viewed, showing the trigger for eri was high battery impedance. The device remains in use at present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.